Event description:
Event description guidant received information that difficulty was experienced placing this ventricular implantable lead due to scarred heart tissue. After multiple repositionings, this patient's heart was perforated and a pericardial centesis was performed.